Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing a contact detach infusion site while using the ilet, with the highest blood glucose of 281 mg/dl and elevated values persisting since the morning; the site was removed and a new site was inserted with guidance, including fill tubing and cannula steps, and no alerts or alarms were reported. Symptoms included no reported clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no backup therapy used. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia of unclear cause without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.